Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: buffer valves (part number c28717) reference supply line/tubing (part number md9899) ise (ion-selective electrode) mixer motor (part number c25044) beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Sex: patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided.

Event description:
The customer reported erroneous high sodium and chloride patient results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event. Qc (quality controls) were within the laboratory's established ranges prior to this event.